Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. The failure investigation has been completed and the alleged occlusion alarm issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that a malfunction alarm occurred. Reportedly, the customer reverted to manual injections for insulin therapy. Customer's blood glucose level was 208 mg/dl.